Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 520 mg/dl. The customer treated with manual injections. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery alarm was recurring. The customer stated that the alarm has not been resolved. The customer was unable to troubleshoot because she disposed the infusion set and reservoir and reverted to manual injections. The customer was advised to call when the alarm occurs to troubleshoot.